Manufacturer narrative:
Date sent: 11/04/2008. Evaluation summary: the unit was received with minor scratches. The customer's request for equipment upgrades were completed. Parts replaced that were unrelated to the customer's complaint were as follows: uniboard, vacuum system - vso and dc motor upgrade. After servicing, the unit passed all qa testing processes. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the unit was coming in for an ex upgrade. There have been no patient consequences reported. There was no procedure involvement.